Manufacturer narrative:
In response to FDA report number mw5086122. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture baker grade unknown.

Event description:
Patient reported a unknown side "cysts, chronic inflammation, capsular contracture baker grade unknown, and infection." Device has been explanted.